Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer experienced a display issue; however, the specific issue was unable to be verified. The customer's blood glucose was 80 mg/dl. Although requested, no additional information was provided regarding the reported issue.